Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead has a history of noise resulting in inappropriate mode switching for over a year. All electrical measurements were in range. The patient was asymptomatic. The lead was capped and replaced during routine device change out procedure on (B)(6) 2016. The patient was doing fine post procedure.